Manufacturer narrative:
B5 and h6 were corrected to edit failure to capture to intermittent capture.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No intervention was performed, and the patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited a failure to capture. No intervention was performed, and the patient was stable.